Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. The customer troubleshot with technical support. The customer replaced the blower assembly to address the issue and the ventilator was returned to use.

Event description:
It was reported that in several instances the ventilator generated a blower temperature high error code. It is unknown if the patient was connected to the ventilator at the time of the event. No patient harm was reported. The event date was not specified; estimate used.